Event description:
It was reported that the procedure was cancelled due to the esophagus being damaged during the insertion of the non- (B)(6) esophageal catheter. No further information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).